Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported that during an implant procedure, post-paced t-wave oversensing was noted on the real-time egm. Patient was asymptomatic. Device was reprogrammed and no further issues were reported.